Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient affects reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1(event site postal code:26080, event site state: (B)(6). It was reported that the cardiosave intra aortic balloon pump (iabp) had autofill failure. A getinge field safety engineer was dispatched to evaluate the unit. On-site service was provided for the second time. After liquid contact, it was determined that pim and fill manifold were defective. A price offer was sent to the customer for the relevant parts. Repair will occur if the customer receives the part. The customer is in the process of purchasing parts. Repair will be carried out following approval of the offer. There is no new update. The customer is expected to make a purchase. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Manufacturer narrative:
A getinge field service engineer (fse) completed the physical examination of the device, it was determined that there was liquid on the pim and safety disk of the device. It is thought that the liquid in the relevant lines was drawn into the device as a result of incorrect use and damaged more than one of the internal units of the device. The repair of the device due to user error will not be considered under warranty. In the examination of the device, it was determined that the pim and fill manifold of the device were defective. The defective parts of the device must be replaced. The device is not suitable for clinical use. There was no information received about part replacement. The investigation shall be closed now. If any new information received the complaint will be reopened and updated it.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4,g3, g6, h2, h3, h6(health effect - clinical, investigation findings), h11 in the examination of the device, it was determined that the pim and fill manifold of the device were defective. The defective parts of the device must be replaced. The device is not suitable for clinical use. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, a supplemental report will be submitted.